Manufacturer narrative:
A synergy xd mr ous 4.00 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with the stent struts found to be stretched and pulled in a distal direction. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16feb2022. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment but the device cannot be passed through the prepared lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. However, returned device analysis revealed stent damage.